Event description:
The customer reported a leak from reagent probes a and b of the unicel dxc 600i synchron access clinical system. The instrument generated cartridge chemistry (cc) cuvette not dry before first reagent dispense and cc reagent delivery subsystem motion error messages during the event. It is unknown of what personal protective equipment was worn by the customer at the time of the event but there was no report of exposure or injury for this event. No erroneous results were generated and there was no change or effect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse noted that all of the instrument's syringes (modular chemistry sample syringe, cartridge chemistry sample syringe, and cartridge chemistry reagent syringe) were loose, causing fluid to drip from the reagent probes. The fse proceeded to tighten all the syringes to resolve the issue and verified the repair as per established procedures. Failure mode of the event is attributed to loose modular chemistry sample syringe, cartridge chemistry sample syringe, and cartridge chemistry reagent syringe. (B)(4).